Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to "rubberize latex viscosity is low". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Catheters should be replaced in accordance with the cdc guideline, "guideline for prevention of catheter-associated urinary tract infection." At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheterrelated adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a foley catheter was difficult to remove and deflate. A foley catheter was placed before bilateral inguinal hernia surgery with no issue. Post- surgery multiple attempts were made to remove and deflate foley catheter, but met with resistance. Md attempted to deflate and remove but was unsuccessful. Upon removal, the foley balloon was still slightly inflated. Per additional information, the doctor pulled the foley catheter out after multiple times trying to remove fluid from the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a foley catheter was difficult to remove and deflate. A foley catheter was placed before bilateral inguinal hernia surgery with no issue. Post- surgery multiple attempts were made to remove and deflate foley catheter, but met with resistance. Md attempted to deflate and remove but was unsuccessful. Upon removal, the foley balloon was still slightly inflated. Per additional information, the doctor pulled the foley catheter out after multiple times trying to remove fluid from the balloon.